Manufacturer narrative:
All operating currents tested within spec range. No failed batt test alarms or unexpected off no power alarms noted. Cracked reservoir tube lip, cracked battery tube threads, damaged battery cap coin slot(p) and scratched display window noted. Pump passed prime/a33, displacement,basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Motor tested ok. However moisture damage was noted on motor assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.